Manufacturer narrative:
This is a supplemental report to provide additional information. Olympus medical systems corp. (Omsc) evaluated the subject device, but the reported blurred endoscopic image could not be reproduced. The device history record was reviewed and found no irregularities. As an evaluation result, omsc determined that the subject device meets the specification. Although the exact cause of the reported event could not be conclusively determined, omsc surmised the reported blurred endoscopic image be caused by dirty with the cover glass of the subject device or the rigid endoscope based on the investigation result. The ch-s200-xz-eb instruction manual states the corresponding method when there is an abnormality for the device.

Manufacturer narrative:
The referenced ch-s200-xz-eb has already been returned to olympus medical systems corp (omsc) for evaluation, however the evaluation is in progress at this time.the exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
Olympus was informed that during the unspecified procedure, the endoscopic image on the monitor became blurred. The facility changed the ch-s200-xz-eb to the other similar device and the procedure was completed. There was no report of the patient¿s injury regarding this event.